Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was implanted with concerned device on (B)(6) 2014. But during the initial stimulation on (B)(6) 2014, the pt could not hear anything. The child has already been explanted and re-implanted with another manufacture's device.